Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that they were given CPR prior to hospitalization. The customer reported that they were having inaccurate readings with the sensor and not giving low alerts. The customer's blood glucose was 37 mg/dl at the time of incident. The customer's blood glucose was 40 mg/dl at the time of call. The customer stated that they treated the low blood glucose with soda. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.